Event description:
It was reported by the patient that their device alerted and they were taken to the hospital. The patient indicated that the cardiologist performed a device check, and "everything was fine". However, the following morning, the device alerted again. The patient indicated that they had a electrocardiogram, and the health care professional noted that "there was a blockage in one of the wires". The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.